Event description:
It was reported that pump experienced malfunction code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support on how to reset pump, but did not have charging cable available at that time. No additional information was received regarding the outcome of the event.